Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular pace/sense port of the device was not providing pacing, possibly due to a set screw problem. The lead was confirmed to be fully inserted into the port, but high pacing impedance was measured, even after multiple re-insertions of the lead. The set screw was able to be engaged, but high pacing impedance and no pacing persisted through the device, however the lead was normal via the lead analyzer. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.